Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous mid circumflex (cx) artery. The 2.5x38mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft separated. As the separated portion of the shaft was outside the patient's body, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x38mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.